Event description:
It is reported that during implantation of the device in 2008, the locking screw would not engage into the taper plug. The doctor moved to a 20mm poly and had the same problem of the locking screw not engaging with the taper plug. The 20mm poly was left in the patient without the locking screw.

Manufacturer narrative:
It is reported that the locking screw did not engage with taper plug and 20mm poly was implanted without the locking screw. This is not per the recommended technique and there is risk of poly dissociation from the tibial plate if lps flex femoral component was implanted. No x-rays are available for review. The cause of the problem could not be determined based on the available information. The returned screws meet dimensional specification where measurable in their returned condition. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.